Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported her blood glucose reached over 500 mg/dl less than 24 hours after the pod was activated. She gave herself a couple of manual injections of insulin (exact dosage was not provided). The pod was deactivated and she noticed the needle did not deploy the cannula into the infusion site. She could smell insulin and there was also blood noted at the site.